Event description:
Customer states that the tracheal cuff had a leak. Customer confirmed tracheal tube was not used on patient.

Manufacturer narrative:
Pending receipt of sample for analysis. If sample is rec'd a summary of the investigation will be provided in a supplemental report. (B)(4).